Event description:
Reported per clinical trial (B)(4): (B)(6) 2018 - subject patient underwent primary open midline umbilical hernia repair procedure during which a bard/davol a ventralex hernia patch was implanted intra-peritoneally in onlay fashion and sutured. Full skin closure was achieved with sutures. (B)(6) 2018 - the patient was diagnosed with seroma/hematoma. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovering/resolving.

Manufacturer narrative:
As reported, about 1 week post-implant of the ventralex mesh, the patient was diagnosed with seroma and hematoma which is resolving. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma and hematoma formation are known inherent risks of hernia repair surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma and hematoma as possible complications. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2017. Not returned - remains implanted.